Manufacturer narrative:
(B)(4). Date sent: 6/24/2026. B3: only event year known: 2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a primary gastric bypass procedure, while firing the stapler, the surgeon reported that the knife did not cut the tissue and instead pushed it forward. According to the surgeon, the procedure was continued as planned and the staple line was intact. The procedure was successfully completed with no patient impact. There was no patient consequence nor surgical delay reported. No additional information provided.